Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while asleep, with the lowest cgm value of 62 mg/dl on an fsl3+ and treatment with two boxes of juice; basal insulin had been delivered approximately two hours before the event after a lunch dose that the user believed matched the meal, and compression of the sensor was considered possible but not confirmed. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no specific device findings and insufficient information regarding any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.